Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. A company handpiece was indicated. The lens model/diopter was not provided. It is unknown if a qualified combination is being used. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Not enough information was provided from the reporter for further investigation. A company handpiece was indicated. The lens model/diopter was not provided. It is unknown if a qualified combination is being used. Per the company handpiece dfu: the qualified cartridge/iol combinations have been validated at an ambient temperature of 18 °c using the driving console setting (1.7 mm/sec, 3 seconds, and 3.0 mm/sec for initial velocity, pause and final velocity respectively). Using a higher velocity and shorter pause at lower temperatures, especially with high diopter lenses, could induce damage to iol and/or iol cartridge, affecting successful iol implantation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
An account manager reported that during an intraocular (iol) implant procedure, the cartridges cracked. There was no reported patient harm. Additional information has been requested.